Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified posterior descending artery. A 2.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, during inflation at rated burst pressure, the balloon ruptured. Subsequently, a 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at rated burst pressure, the balloon also ruptured. A wolverine cutting balloon catheter was inflated after preparation and the procedure was completed. There were no patient complications nor injuries reported.